Manufacturer narrative:
(B)(4).

Event description:
Additional information received indicating that the patient complained of blurred vision distance and near with multifocal lens. The surgeon's diagnosis listed the reason as mechanical complication due to intraocular lens implant

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a lens that was removed following an intraocular lens (iol) implant procedure for unknown reasons.